Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During a maintenance session, the clinical representative (cr), attempted to connect to the controller through the rosa brain software. The system was unable to connect. The cr then tried to connect using kineverif and the system was unable to connect. The cr restarted the system once and upon restart, the controller still wasn¿t able to establish a connection. Upon an additional restart, the controller connected. There was no patient involvement as this happened during a maintenance session.

Event description:
During a maintenance session, the clinical reprensetative (cr), attempted to connect to the controller through the rosa brain software. The system was unable to connect. The cr then tried to connect using kineverif and the system was unable to connect. The cr restarted the system once and upon restart, the controller still wasn¿t able to establish a connection. Upon an additional restart, the controller connected. There was no patient involvement as this happened during a maintenance session.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the arm connection failed due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer. This software anomaly will be addressed through our design issues management process.